Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2024-00830 it was reported the patient is not receiving effective therapy due to high impedances. Surgical intervention was taken and the system was explanted to address the issue.

Manufacturer narrative:
Date of the event is estimated.